Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. The outer insulation of the lead was extrinsically cut but not breached. Visual summary analysis of the lead indicated damage at implant and indicated stretching. The lead was returned with the helix partial extended. The helix bent and both insulations and proximal conductors were damaged, extrinsic. However, the helix was unable to extend and retract due to the lead returned stretched, with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin.

Event description:
It was reported that during implant, the physician noticed the helix of the implantable pacing lead (ipl) was extended when advancing the lead through the superior vena cava (svc). The lead became hung up in the right atrium so the physician pulled the lead back and was unable to fully retract the helix. Tissue entrapment was suspected so the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.